Manufacturer narrative:
(B)(4). While hospitalized for low blood pressure, the patient experienced a heart attack and passed away. The cause of death was reported to be the heart attack. The device was received and an evaluation was performed to investigate the reported event. The device service history and device history records were also reviewed with no issues noted that could have caused or contributed to the home patient passing away. During evaluation, the device passed electrical and functional testing and was determined to meet performance specification requirements. An internal and external inspection was performed and no issues were noted. The pneumatic system was tested and all pressures were found to be correct and stable. The device passed all seal, purge and wet disposable integrity testing. A short simulated therapy was performed with no issues notes. No failure or malfunction or increased intraperitoneal volume (iipv) event was identified that could have caused or contributed to the home patient passing away. The investigation of the device was unable to determine a cause for the reported event. The device will be sent to service. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log of the device could not confirm the reported event. A sample evaluation will be performed. If any additional relevant information is obtained through this review or any other additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.